Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax mesh on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax mesh. It is alleged that the patient sustained injury. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2016 - patient was diagnosed with bilateral inguinal hernia thereby underwent laparoscopic repair with implant of 3dmax (device #1 & #2). Per operative notes, ¿indirect hernia sacs were identified on both inguinal regions. These hernia sacs were reduced and repaired with 3dmax (device #1 & #2) on both sides and tacked medially at pubic tubercle. ¿(B)(6) 2018 - patient was diagnosed with left groin & left quadrant pain thereby underwent laparoscopic repair with lysis of adhesions. Per operative notes, ¿the dense adhesions of left groin mesh were taken down. The mesh was contracted. But the adhesions were likely the source of pain. All the adhesion of mesh and abdominal wall were freed up and sutured. ¿(B)(6) 2019 - patient was diagnosed with left groin pain and extensive adhesions thereby underwent laparoscopic repair with excision of mesh (device #1), lysis of adhesions & partial nerve excision. Per operative notes, ¿extensive lysis of adhesions was performed in the left lower quadrant to the mesh. The mesh was contracted but no evidence of recurrence. Some of scar tissue was excised. The prior mesh (device #1) was excised. The ilioinguinal nerve was identified and a segment of nerve was removed."

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient sustained unspecified injuries; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jan-2016) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient sustained unspecified injuries; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol 3dmax mesh on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against the 3dmax mesh. It is alleged that the patient sustained injury. It is also alleged that the patient experienced emotional distress and the device was defective.